Event description:
It was reported that during the implanting procedure, half of the catheter was cut during slitting. The catheter was not pulled out straight against the insertion direction and was slit obliquely upon removal. Another catheter was used. The newly implanted left ventricular (lv) lead dislodged when the guidewire was pulled out. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.